Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer experienced red eye and irritation after using contact lenses and subsequently visited an eye care professional and was diagnosed with a corneal ulcer in the left eye. The consumer was treated with 3% ofloxacin, administered every two hours for an unspecified duration. At the time of this report, the symptoms are continuing. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).